Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered several inappropriate anti-tachycardia pacing (atp) episodes and inappropriate electric shocks due to atrial tachycardia. Programming options were considered. Currently, this product remains in service and no additional adverse patient effects were reported.